Manufacturer narrative:
The evaluation revealed the locking screw to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. In this case the received screw did not show any damages other than the imprint on the tip of a winding. The imprint was most likely caused by contact with the end cap in order to lock and stabilize the proximal locking screw. It was possible to insert the screw into a corresponding sample nail without any remarkable observation. Thus, function and dimension were confirmed being as intended. The provided x-rays confirmed the backing out of the locking screw but did not enlighten any potential root cause(s). Due to overlapping contrasts it could not be excluded that an end cap was in place. The case was presented to the corresponding r&d manager who pointed out that the complex kinematic of the shoulder joint in conjunction with interaction between screw head and surrounding ligament(s) and musculoskeletal system, and the given fracture situation ¿ allowing relatively increased play between nail and intramedullary canal ¿ may contribute to the reported screw back out. From technical point of view a further statement was not possible. With given information a deficiency of the locking screw was not verified.

Event description:
On (B)(6) 2016, t2phl surgery was performed. 1 month after the surgery, the patient complained pain and a backout of the most proximal screw was found. Because the screw was fixed by an endcap, the surgeon is wondering why did only the most proximal screw backout. Only the screw was extracted in the revision surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, t2phl surgery was performed. One month after the surgery, the patient complained pain and a backout of the most proximal screw was found. Because the screw was fixed by an endcap, the surgeon is wondering why did only the most proximal screw backout. Only the screw was extracted in the revision surgery.